Event description:
It was reported that this right ventricular (rv) lead recorded sudden high out of range shock impedance measurements greater than 200 ohms and then it abruptly went back to normal. Technical services (ts) discussed lead trending withing range and mentioned possibility of spring contact anomaly. Ts was consulted, mentioned that in order to correct this, a new compatible device would have to be implanted. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).